Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user, after transferring from another clinic, did not have proper access assigned to the pyxis system. The technical support specialist (tss) provided guidance to assign the user to the correct area with appropriate roles and shared defense health agency (dha) contacts authorized to update user profiles. No confirmation received from the customer after follow-up. The technical support specialist (tss) closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one user was unable to login. There were no adverse events or injuries reported based on this event.